Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore, unable to proceed with product investigation at this time. Full eval will occur upon receipt of the returned product.

Event description:
Brush head came off in mouth [device breakage]. No adverse event. Case description: a consumer reported that while using an oral-b rechargeable toothbrush, version unk, the oral-b flossaction brush head came off in the mouth. It had not been dropped. A scratch test was completed by the consumer; the oral-b logo did not come off. No symptoms developed.